Event description:
It was reported that this was a bilaterial arteriotomy closure of a calcified left common femoral artery (lcfa) and a calcified right common femoral artery (rcfa) using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, a suture break occurred when pulling on the suture prior to the quick cut with the first proglide device in the lcfa and the 2nd proglide device in the rcfa. Two new proglide devices were successfully pre-placed at each access site. The sheath was upsized to a 16f and 18f sheath, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed to the returned device. The reported suture separation was not confirmed as the suture was not returned for analysis. There was an observed as a needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot revealed no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from no to yes e3 correction: occupation updated from na to physician the additional device mentioned in b5 is filed under a separate medwatch report.

Event description:
Subsequent to the initially filed MDR report, additional information was received. Reportedly, a suture break occurred while advancing the knot with the suture trimmer with the first proglide device in the lcfa and a suture break occurred during pre-placement with the second device in the rcfa.